Event description:
It was reported that the lead impedance on the right ventricular (rv) lead had been trending up. The bipolar capture threshold had also increased. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient presented to the emergency room with a heart rate in the thirties. The rv lead was confirmed fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).